Manufacturer narrative:
As reported, the patient underwent placement an optease inferior vena cava (ivc) filter. Per the medical records, the patient presented with extensive bilateral pulmonary emboli, with evidence of acute on chronic pulmonary embolism. The patient was at high risk for right ventricular failure and a retrievable filter placement was requested. The optease was delivered in the standard fashion right below the right renal vein. A completion venogram was performed, which showed excellent position and stability. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to; chronic occlusion of the ivc inferior to the ivc filter, stenosis of the lower ivc, venous collaterals, recanalized umbilical vein, ivc thrombosis, and migration of the filter. Per the short form, the patient reported abdominal pain and bodily injuries, including psychological injuries or mental anguish, related to the filter. Per the patient profile form (ppf), there was migration of entire filter other than to heart, blood clots, clotting, and/or occlusion of the ivc and stenosis. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Vein disorders and collateral circulation do not represent a device malfunction and may be related to underlying patient related issues. Anxiety and abdominal pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of one of an optease filters which subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, chronic occlusion of the inferior vena cava (ivc) inferior to the ivc filter, stenosis of the lower ivc, venous collaterals, recanalized umbilical vein, ivc thrombosis, and migration of the filter. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. Additional information received from a short form, that the patient reported abdominal pain and claimed to be suffering from bodily injuries, including psychological injuries or mental anguish, related to the filter. Medical records received indicate that at filter placement, the patient presented with extensive bilateral pulmonary emboli, with evidence of acute on chronic pulmonary embolism. The patient was felt to be at high risk for right ventricular failure and a retrievable filter placement was requested. The optease was delivered in the standard fashion right below the right renal vein. A completion venogram was performed, which showed excellent position and stability. Additional information received from a patient profile form that there was migration of the entire filter other than to the heart, blood clots, clotting, and/or occlusion of the ivc and stenosis. The patient also claimed to be suffering from bodily injuries, including psychological injuries or mental anguish, related to the filter. According to the discovery form provided, the patient received the ivc filter for risk of ventricular failure and pulmonary embolism. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include ivc filter migration, abdominal pain, caval thrombosis, stenosis, dvt, swelling and pain. The patient further reports pain and suffering, emotional distress, loss of enjoyment of life and other consequential damages as allowed by law.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease filter. The information provided indicated that the filter malfunctioned and caused chronic occlusion of the inferior vena cava (ivc), stenosis of the lower ivc, venous collaterals, thrombosis of the ivc, filter migration and a recanalization of the umbilical vein. The patient has also reported abdominal pain and bodily injuries, including psychological injuries or mental anguish, related to the filter. Additional information provided by the patient indicated that the patient received the ivc filter for risk of ventricular failure and pulmonary embolism. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include ivc filter migration, abdominal pain, caval thrombosis, stenosis, dvt, swelling and pain. According to the medical records, at the time of filter placement, the patient presented with extensive bilateral pulmonary emboli, with evidence of acute on chronic pulmonary embolism. The patient was felt to be at high risk for right ventricular failure and a retrievable filter placement was requested. The optease was delivered in the standard fashion right below the right renal vein. A completion venogram was performed, which showed excellent position and stability. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Vein disorders and collateral circulation do not represent a device malfunction and may be related to underlying patient related issues. The inferior vena cava filters are not indicated for use in the prevention of deep vein thrombosis. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Anxiety and abdominal pain do not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease filter. The information provided indicated that the filter malfunctioned and caused chronic occlusion of the inferior vena cava (ivc), stenosis of the lower ivc, venous collaterals, thrombosis of the ivc, filter migration and a recanalization of the umbilical vein. The patient has also reported abdominal pain and bodily injuries, including psychological injuries or mental anguish, related to the filter. Additional information provided by the patient indicated that the patient received the ivc filter for risk of ventricular failure and pulmonary embolism. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include ivc filter migration, abdominal pain, caval thrombosis, stenosis, dvt, swelling and pain. The patient also reports issues with legs, pain and swelling. According to the medical records, at the time of filter placement, the patient presented with extensive bilateral pulmonary emboli, with evidence of acute on chronic pulmonary embolism. The patient was felt to be at high risk for right ventricular failure and a retrievable filter placement was requested. The optease was delivered in the standard fashion right below the right renal vein. A completion venogram was performed, which showed excellent position and stability. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and pain of the affected extremity. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Vein disorders and collateral circulation do not represent a device malfunction and may be related to underlying patient related issues. The inferior vena cava filters are not indicated for use in the prevention of deep vein thrombosis. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Anxiety, abdominal pain, leg pain and swelling do not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of one of an optease filters which subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, chronic occlusion of the inferior vena cava (ivc) inferior to the ivc filter, stenosis of the lower ivc, venous collaterals, recanalized umbilical vein, ivc thrombosis, and migration of the filter. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. Additional information received from a short form, that the patient reported abdominal pain and claimed to be suffering from bodily injuries, including psychological injuries or mental anguish, related to the filter. Medical records received indicate that at filter placement, the patient presented with extensive bilateral pulmonary emboli, with evidence of acute on chronic pulmonary embolism. The patient was felt to be at high risk for right ventricular failure and a retrievable filter placement was requested. The optease was delivered in the standard fashion right below the right renal vein. A completion venogram was performed, which showed excellent position and stability. Additional information received from a patient profile form that there was migration of the entire filter other than to the heart, blood clots, clotting, and/or occlusion of the ivc and stenosis. The patient also claimed to be suffering from bodily injuries, including psychological injuries or mental anguish, related to the filter. According to the discovery form provided, the patient received the ivc filter for risk of ventricular failure and pulmonary embolism. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include ivc filter migration, abdominal pain, caval thrombosis, stenosis, deep vein thrombosis (dvt), swelling and pain. The patient further reports pain and suffering, emotional distress, loss of enjoyment of life and other consequential damages as allowed by law. According to the information received in the amended patient profile form (ppf), the patient further reports a lot of issues with legs, pain and swelling.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported by the legal department, the patient underwent placement of one of an optease filter on or about (B)(6) 2010. The filter subsequently malfunctioned and caused injuries and damages to the patient including, but not limited to, chronic occlusion of the ivc inferior to the ivc filter, stenosis of the lower ivc, venous collaterals, recanalized umbilical vein, ivc thrombosis, and migration of the filter. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc thrombus, blood clots and clots/occlusion of the filter do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events as well as the reported stenosis, venous collaterals, recanalized umbilical vein. Without procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, "sail" effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of one of an optease filters on or about (B)(6) 2010, in (B)(6). The filter subsequently malfunctioned and caused injuries and damages to the patient. Including, but not limited to; chronic occlusion of the ivc inferior to the ivc filter, stenosis of the lower ivc, venous collaterals, recanalized umbilical vein, ivc thrombosis, and migration of the filter. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement was extensive bilateral pulmonary emboli with evidence of acute on chronic pulmonary emboli with a high risk of ventricular heart failure. The filter was deployed below the renal vein and a post venacavogram showed the filter to be in excellent position and stability. There were no reports of complications. The filter subsequently malfunctioned and caused injuries and damages to the patient. Including, but not limited to; chronic occlusion of the ivc inferior to the ivc filter, stenosis of the lower ivc, venous collaterals, recanalized umbilical vein, ivc thrombosis, and migration of the filter. Per the patient profile form (ppf), the patient reports migration, stenosis, blood clots, clotting and/or occlusion of the ivc. There have been no documented attempts to remove the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Abdominal pain, vascular disorders and collateral circulation are known potential events associated to the use of the ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. After further review of additional information received the following sections g4, g7, h2, h10 and h6 have been updated accordingly.

Manufacturer narrative:
Additional information was received that the patient had abdominal pain, lower extremity swelling, superior migration of the ivc filter. Additional information is pending and will be submitted within 30 days upon receipt.